Event description:
N/a.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid. The transducer has low power and has to be replaced. Root cause - reported failure handpiece failed was confirmed. The root cause was confirmed as transducer delamination. Transducer delamination occurs because of braze degrading in the field. A corrective action is currently under investigation and is pending implementation. No further investigation is required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported during the start up of the cusa excel 36khz straight handpiece (c2602) , the vibration alarm sounded and did not go off even though the handpiece was correctly tightened. The device had passed during the initial installation and commissioning, but during use on a patient, the handpiece failed. The surgeons used alternative methods available to them to complete the unspecified surgery. It was further reported that patient was asleep (anesthesia) when this issue occurred, thus there was surgical delay of 1 hour. Patient outcome was reported as good.